Event description:
The #4 release wire was stuck and co tried advancing the balloon and the #4 release wire broke. The delivery catheter handle was dismantled to access the wire. Implant was successful. A stent was placed in the access vessel, distal to the implant, to improve blood flow.